Event description:
Leica microsystems (schweiz) ag received a complaint from india stating that a provido had a loss of function during a surgical procedure. There was no patient injury.

Manufacturer narrative:
This is a combined initial/final report. A root cause investigation was performed. It was determined that the power supply's electronic component was defective, which caused the power supply to fail. It was found that the component was defective due to inadequate soldering process controls within the manufacturing of the power supply. Root cause can be traced to a weakness in the manufacturing process controls. The affected power supply was built into the surgical microscope. As a result, the power supply failed and consequently the surgical microscope had a total loss of function. CAPA-lis-md-22-001 and the associated fsca (recall ID: 91200) were initiated to address this issue. The defective power supply was replaced by a new one.

Manufacturer narrative:
UDI / gudid related data quality updates only.